Event description:
It was reported that two pumps flowed fast. No specific information has been provided on either incident. The pumps were reported to be half empty on day one. One of the patients was reported to have been seen in the ER with symptoms of lidocaine toxicity.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The device involved in this complaint was not available for evaluation. The information provided indicated that the pump infused too quickly. No other information was provided for the specific incident(s) reported. Additional information has been requested. This complaint is under investigation.